Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 14. On 2023-12-18, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling and bleeding. No further patient complications were reported.